Event description:
The patient was revised becuase of extensor mechanism problem. The femoral component was found to be loose.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective actions is not indicated.